Event description:
The manufacturer was contacted with information that the patient had passed away - no further information was provided. Additional information has been requested to verify if an event related to device usage may have caused or contributed to the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported regarding being contacted with information that the patient had passed away - no further information was provided. Additional information has been requested to verify if an event related to device usage may have caused or contributed to the patient's death. The attempts were unsuccessful. The device was returned to a third-party service center, which assessed it and found no errors. Additionally, no faults were identified, and the device successfully passed all tests before being returned to loan. No further investigation will be conducted currently. However, if new information is received, a follow-up report will be submitted.